Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified distal, mid and proximal right coronary artery (rca). The lesion contained 18 0 degrees bend with a calcified nodule in the mid rca. A 2.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, when the balloon was inflated three times at the maximum pressure of 22 atmospheres, the balloon wings was raised/ bulged and then ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.